Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that medication was noted to be leaking from a smiths medical portex® epidural minipack after connecting the tubing to the epifuse connector during set up. There was no reported adverse effects.

Manufacturer narrative:
One connector was returned for evaluation. Visual inspection found that the device did not have any abnormalities. Functional testing involved simulated use testing and found no leakage occurred in the connector. Dimensional inspection found that the diameter met specifications. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the device.

Event description:
The complaint device where the leaking occurred is the epifuse connector.